Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. Plots: (B)(6), manufacturing date: 8/1/2023, expiration date: 8/1/2026; (B)(6), manufacturing date: 11/1/2023, expiration date: 11/1/2026; (B)(6) manufacturing date: 2/1/2024, expiration date: 2/1/2027.

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, polyethylene lined tubing, secure lock, 225 cm where it was reported that the device leaked within the micron filter line. The problem occurred during mid treatment. There were no holes, although a slight kink in the line, but this isn¿t usually a problem. There was patient involvement, they were receiving the drug, but no harm reported. This report captures 2 occurrences.